Event description:
It was reported that the patient underwent a left hip revision approximately 1-month post implantation due to dislocation. During the revision, noted periprosthetic fracture of the pelvis posteriorly to the acetabulum including the acetabular roof. An old pseudotumor was excised. The fracture is repaired using a plate, screws, bone cement along with a shell, head, and taper adapter without complications. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4) d10: 32mm size gg elevated rim liner use with 48mm o.d. Size gg shell item: 00875200832 lot: 63225292. Bone screw self-tapping 6.5 mm dia. 40 mm length item: 00625006540 lot: 63289719. Bone screw self-tapping 6.5 mm dia. 25 mm length item: 00625006525 lot: 63196736. Bone screw self-tapping 6.5 mm dia. 20 mm length item: 00625006520 lot: 63272712. 48mm o.d. Size gg porous uncemented with multi-holes shell use with gg liners item: 00875704802 lot: 62990313. Cer bioloxd option hd 32mm item: 650-1056 lot: 007000. G2: foreign ¿ canada . The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.